Event description:
A peritoneal dialysis pt reported that when she completed her treatment and disconnected, she noticed fluid leaking when she removed the cassette. There is no report of pt ill effect. The sample was not rec'd for eval.

Manufacturer narrative:
Device history record review: the DHR for this product and lot was reviewed and the following was found: this product did not have any ncr. No deviation was documented during the mfg process. All the applicable tests during the in process and final inspections were conducted in order to ensure product integrity and documented with acceptable results according to applicable procedures. No reworks/re-inspections were performed to this finish good lot #10kr08102. The sample ws not rec'd for eval, therefore, the complaint is deemed as unconfirmed. Fmc (B)(4) will continue monitoring this type of incident per current procedures.